Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that post-reset ram crc alarm. The customer¿s blood glucose level was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated that the alarm occurred immediately after a battery change. Customer mentioned insulin pump error when devices stopped communicating. The insulin pump will not be returned for analysis.